Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use a resolute integrity (rx) drug eluting stent to treat a lesion located in the lad exhibiting 99% stenosis. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. Resistance was encountered advancing the resolute integrity device. It was reported that the device failed to cross the target lesion and the stent was noted as deformed upon removal. No patient injury reported

Manufacturer narrative:
Summary of device evaluation: a number of struts on the 1st and 8th distal segments were found to be raised and deformed.